Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received. A root cause has not been identified. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the valved trocar cannula during the procedure. The problem was solved after replacing the product with another one. There was no harm to the pt.